Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patent did not recharge the ipg as recommended. The patient could not recall the last time the device was used or recharged. As such, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight.

Event description:
Additional information was received that surgery occurred in which the ipg was explanted and replaced, which resolved the issue.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.